Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2490k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the lg root brace rubber flared, the segment steel braid rupture, the insertion flexible tube (ift) leak, the air/water nozzle missing, the bending rubber missing, the angle wire play, the operation channel buckled, the light guide cable buckled, the distal body broken, the lg prong top broken, and the objective lens unit broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.